Event description:
Ten minutes into dialysis treatment, pt developed severe back pain and shortness of breath. Procedure was stopped, and the pt felt better. Dialyzer was first use (not preprocessed).